Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr), thin and deep indentation on posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. Post deployment, the clip had single leaflet device attachment(slda) from the posterior leaflet. Additional mitraclip was deployed for stabilization of slda clip. Per the physician, slda was due to the indentation. The mr was reduced to grade <1 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.